Event description:
It was reported that on (B)(6) 2014, the patient was admitted to the hospital with an acute coronary artery syndrome, ejection fraction of 49%, left main (lm) coronary artery disease, and the distal right coronary artery (rca) was occluded. A myocardial infarction (mi) was diagnosed. That same day, a 2.75x23mm xience xpedition was implanted in the rca without reported issues. On (B)(6) 2014, the patient was discharged home with the following prescribed medications: lipitor, lopressor, brilinta, and baby aspirin. On (B)(6) 2014, the patient was admitted to the hospital with difficulty breathing. Per patients friend, the patient was not complaint with the prescribed discharge medications. The patient possibly underwent another unspecified percutaneous intervention (pci) with possibly another unspecified stent was placed. This was unable to be confirmed. Diagnostic coronary angiography was performed, without reported results. The patient was transferred to the intensive care unit (ICU) with acute pulmonary edema, cardiac tamponade, and a pericardial effusion. The patient started foaming out of the mouth and expired. The reported cause of death was congestive heart failure and cardiac arrest, secondary to coronary artery disease. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of cardiac tamponade, pulmonary edema, and death, as listed in the xience xpedition everolimus eluting coronary stent system electronic instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.